Event description:
It was reported that during the procedure to treat stenosis of a shunt in the cephalic vein, a 7.0 x 40 mm fox plus dilatation catheter was advanced into the anatomy without resistance. Dilatation was performed and a balloon rupture occurred. The ruptured balloon separated into two segments. The proximal segment was able to be removed, without resistance, through the 6 french sheath. An incision was made to remove the distal segment. There was no clinically significant delay and no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood on the shaft and balloon and in inflation lumen, guide wire lumen and in the balloon. Blood in the balloon and inflation lumen is consistent with a rupture or leak while in the anatomy. There was a longitudinal rupture in the balloon for a length of 2.5 centimeters (cm) distal to the proximal balloon taper. There was a radial rupture in the balloon 2.5 cm distal to the proximal balloon taper. The inner member inside the distal end of the balloon was bunched for a length of 3 cm proximal to the distal balloon taper. The balloon catheter remained in one piece and was not separated as reported. There was no other damage noted to the balloon catheter. The balloon catheter was returned inside a 6f introducer sheath. There was no damage noted to the introducer sheath. Scanning electron microscopy analysis results indicate that the radial balloon rupture may be attributed to mechanical damage to the outer surface. The longitudinal rupture may be attributed to exposure conditions or material processing discrepancy. It may be possible that the rupture initiated at the radial rupture due to interaction with the lesion calcification and the balloon material continued to tear longitudinal. The lesion site was described as being mildly calcified. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification or associated devices, this can cause the balloon material to weaken and rupture during inflation. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. Although it was reported that the balloon separated into two segments and an incision was made to remove the distal segment, analysis of the returned unit noted that the distal and proximal segments of the balloon remained intact to the inner member and were not separated. There did not appear to be any missing portions of the balloon noted on the returned unit. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Based on the analysis of the returned device, there is no indication to suggest a product quality deficiency.